Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and found a clot in the drain hole. The fe cleaned the dilution cup and performed final washes to return the instrument to expected operation. User error could not be ruled out as a contributing factor. This customer has not logged any similar complaints against this analyzer since the incident.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped and the dilution cup overflowed. Contamination of reagents occurred as a result of this incident. Info was not provided regarding possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.